Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue in the device's electronic data, but was unable to duplicate it. The cause of the reported issue could not be determined. Additionally, it was observed that the therapy cable was physically damaged. The therapy cable was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.